Manufacturer narrative:
Device history record review: supplier: (B)(4) ¿ manufacturing date: december 23, 2003 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a planned dynamic hip screw (dhs) system hardware explant procedure on (B)(6) 2016, the insertion wrench broke. The dhs system was initially implanted on an unknown date to treat a hip fracture. The patient subsequently healed and elected to have the implants removed. The procedure was successfully completed without delay. The patient's post-operative status was reportedly good. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Lot number and other UDI # provided by reporter. Synthes manufacturing location was discovered upon receipt of subject device. Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: the 338.302 lot number 4698798 one-step insertion wrench was returned and reported to have broken during surgery. This complaint condition was likely caused by over twelve years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. The device was returned and reported to have broken during surgery. This condition is confirmed; two pieces of the device were returned which were broken along a pointed spiral fracture surface. Additional fragments were not returned but the device appears to have broken at the thinnest portion of the shaft at the distal end in which it steps up to the etched portion of the wrench. It is likely that over twelve years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in 12/2003 and is over twelve years old. The balance of the returned device is fairly worn condition with some markings and signs of wear along its length. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Upon review of the device history record, no ncrs gererated during the production of this device. It is likely that over twelve years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.